Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign matter came from the forceps channel due to damage to the suction channel in the operation unit. The reported issue (reduced angulation) was confirmed. The angulation was reduced to elongation of the angle wire. In addition, there was a leak due to holes in the forceps channel, the play of the angle knob was out of specification due to elongation of the angle wire, the insertion tube was damaged, there were scratches on multiple parts of the device, the insertion part and universal cord were wrinkled, the adhesive on the bending section cover was detached, and the electrical connector contacts were corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported angulation of the subject device was reduced. The subject device was sent to an olympus service center for evaluation. During inspection and testing, residual fluid or foreign matter came out from the forceps channel and suction channel. This report is being submitted for the malfunction found during evaluation (foreign matter). There was no effect on a patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to incorrect or insufficient reprocessing or handling. It is recommended that the user facility review the methods for handling the device such as usage environment and reprocessing. Olympus will continue to monitor field performance for this device.